Event description:
It was reported that one day post implant, the patient's heart rate was very low, lower than set parameters of the implantable pulse generator (ipg). It was also noted that the right atrial (ra) lead exhibited a failed atrial lead position check and it was noted that consistent capture could not be confirmed on both the ra lead and right ventricular (rv) lead. The ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.